Event description:
It was reported that a spectrum iq infusion pump over infused fluid as the vtbi was 50 ml at 100 ml/hr and the infused amount was 25 ml. This occurred during testing in the roseview ICU department . There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent device for flow rate testing per swi 105-005 at the rate of 40ml/hr at a vtbi of 40 with the result of 40.747, and the error percentage of (B)(4). Evaluation determined that the flow rate had not exceeded the maximum error percentage of (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.